Manufacturer narrative:
This is one of two device reports related to this event. This event one of two events related to this same patient. The other event is associated with MFR report numbers 1225714-2013-03747 and 1225714-2013-03748. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a drop in blood pressure within twenty-four hours of dialysis, necessitating admission into the hospital, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.